Event description:
Home monitoring showed noise on the atrial channel. All trend values appear stable and within range. Noise evident during in-office follow-up. Testing values are within range. Advised further evaluation. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.